Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported that the cassette did not drain properly and the cycler alerted that the cassette was not draining properly, switch to a stay safe drain and drain manually. The cassette was full of solution when it was taken out of the cassette door and leaked everywhere. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, it was confirmed that the is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues.

Manufacturer narrative:
Additional information provided in d9, g4, and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. A post-accelerated stress test (ast) 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. No fluid was observed on the cassette. System air leak test passed. Valve actuation test passed. Patient sensors check passed. An internal visual inspection of the returned cycler revealed dried fluid under the pump assembly on the bottom cover. A clogged hydrophobic filter was observed (hp2). The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported that the cassette did not drain properly and the cycler alerted that the cassette was not draining properly, switch to a stay safe drain and drain manually. The cassette was full of solution when it was taken out of the cassette door and leaked everywhere. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, it was confirmed that the is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported that the cassette did not drain properly and the cycler alerted that the cassette was not draining properly, switch to a stay safe drain and drain manually. The cassette was full of solution when it was taken out of the cassette door and leaked everywhere. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, it was confirmed that the is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues.